Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Leak balloon could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported by the patient that her catheter balloon deflated causing her catheter to clog. She noted that she has bladder cancer and due to radiation the walls to her bladder have been damaged and she expels damaged cells via her urine. Her doctor replaced the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported by the patient that her catheter balloon deflated causing her catheter to clog. She noted that she has bladder cancer and due to radiation the walls to her bladder have been damaged and she expels damaged cells via her urine. Her doctor replaced the catheter.